Event description:
Caller tested 5.7 inr on the coaguchek xs system while a comparison lab returned as 3.7 inr. Coumadin was decreased based on the lab result. No adverse event reported. Requested return of suspect system; however, the suspect strip vial is now empty. A replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.